Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported that she can only feel the stimulation on the left side of her body since having the implant. Patient said when she had the trial she could feel stimulation on both sides. Patient was told by rep that sometimes that happens and eventually she will feel stimulation on the other side. Patient stated she still don't feel stimulation on the right side. Ps reviewed device function and recommend patient consult with hcp ofc for next step. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient reporting the device has never worked on the right side and doesnt control pain on right side of body. Pt states when turn up can only feel on left. Pt thought would eventually start working but never did. Patient also said sometimes it feels like my hand has gone to sleep all the time, especially when it gets behind my ear and I can't hear anything, and then all of a sudden it will feel like I have increased it in my head and my hands will go numb and I have a burst of light. Patient reported they have been having weird sensations in their head and feels something on their left hand at times. This has been happening for the last few months and when that happens they can't speak whatsoever. Pt states started 4 months ago. Pt states doesn't do this when turned off. Patient mentioned they have 4 groups and tried them all for a week and then went back for a recheck once or twice because they told the doctor it wasn't working on right size so they went in and checked to see if the wires got loose or whatever and they were going to get back with someone in tampa to help but no one has gotten back in touch with the patient. Patient mentioned they worked with a medtronic representatives in (B)(6) of 2023 but the representative no longer works for medtronic. Pt states she was sent new paddle a few months ago and mentioned taking 1.5 hours to charge, agent reviewed expectations of charging. Pt states takes forever to find the ins and has to sit and hold it there. The patient was redirected to their healthcare provider to further address the issue. Pt inquired about medical jewelry such as what she has for her port. Agent emailed information. Additional information was received from the manufacturer representative (rep) reporting that the patient is new to the area, and is working on getting herself established with a provider so that the rep can meet with her. She did not have her controller when the rep spoke with her, but they did walk thru education of program use to help. The rep asked her to give them a call with an update, but the rep never heard back. The rep did reach out to her and left her a voicemail. This is all the information they have at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.